Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for a failed battery test. The customer did not recall the blood glucose reading. The batteries were being kept in the fridge. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to use batteries stored at room temperature. The insulin pump was not returned or replaced.